Event description:
It was reported that the pt's mother came into the room and found the pt had pulled his trach out and had passed away. The pt's mother reported the ventilator had no audible alarms.